Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The patient has had unexplained hip pain for the last 4-5 months. He came into the office and had aspiration. The patient heard a pop while trying to stand. Per surgeon, black fluid was present and he felt the patient was having metallosis. X-rays were taken and the femoral head was disassociated from the femoral stem. The surgeon moved the revision today. He is on disability and has a low activity level.

Event description:
The patient has had unexplained hip pain for the last 4-5 months. He came into the office and had aspiration. The patient heard a pop while trying to stand. Per surgeon, black fluid was present and he felt the patient was having metallosis. X-rays were taken and the femoral head was disassociated from the femoral stem. The surgeon moved the revision today. He is on disability and has a low activity level.

Manufacturer narrative:
An event regarding disassociation involving a metal head was reported. The event was confirmed. Method & results: device evaluation and results: material analysis was performed that concludes, ¿damage was observed on the accolade trunnion and v40 head taper. This damage was consistent with wear mechanisms due to the head taper and accolade stem trunnion losing their taper lock. No root cause of the loss of taper lock could be determined. Scratches were observed on the insert, which is a common damage mode of uhmwpe. Yellow discoloration consistent with absorption of synovial fluid was also observed on the insert.¿ medical records received and evaluation: a review of the provided medical records and x-ray images by a clinical consultant indicated: ¿a material analysis report dated october 14, 2016 of a 40/0° v-40 lfit head and accolade 4.5 stem and a trident 40/0° insert includes fourteen photographs of the explanted components, including close-ups of the stem trunnion, head taper and insert articular surface damage. The conclusions of this report are: (1) damage to the accolade trunnion and v-40 head taper was consistent with wear mechanisms due to head taper and stem trunnion losing their taper lock; (2) no root cause for this could be determined; (3) scratches on the insert are common damage modes on poly inserts; and (4) yellow discoloration of the poly is consistent with absorption of synovial fluid. Based upon the information reviewed, no determination can be made regarding the cause of the clinical event which required revision surgery nine years post-implantation.¿ device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the material analysis confirmed the reported event which concluded damage to the accolade trunnion and v-40 head taper was consistent with wear mechanisms due to head taper and stem trunnion losing their taper lock. The provided medical records, which include the mar report, medical records, operative report, revision implant sheet and x-rays, reviewed by the clinician indicated that based upon the information reviewed, no determination can be made regarding the cause of the clinical event which required revision surgery nine years post-implantation. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Additional information: remedial action initiated; correction/removal rpt number. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before (B)(6) 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
The patient has had unexplained hip pain for the last 4-5 months. He came into the office and had aspiration. The patient heard a pop while trying to stand. Per surgeon, black fluid was present and he felt the patient was having metallosis. X-rays were taken and the femoral head was disassociated from the femoral stem. The surgeon moved the revision today. He is on disability and has a low activity level.